Event description:
Revision surgery due to loss of range of motion.

Manufacturer narrative:
Agen reported revision surgery due to tightness / limited range of motion. Female 77 complaint has been evaluated and is similar to report number 1644408-2023-00915; 509-01-032, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.